Manufacturer narrative:
The insulin pump did not have any button response at all due to corroded keypad traces. No button error alarm occurred during testing. The device was unable to undergo the displacement test due to no button response. The following physical damage was noted: cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error during a bolus attempt; the buttons were unresponsive and when she changed her battery the button error occurred. The patient's blood glucose at the time of incident was 239 mg/dl. Troubleshooting was initiated for the button error alarm. The customer recalled sweating into a pre-existing crack in the pump prior to the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.